Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported rso2 dropped out without an indication of error message and/or alarm during a liver transplant surgery. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned module was evaluated. The module was connected to a root device and communication was successfully established. Sensors were connected to the module and measurements were able to be obtained. During humidity testing, channel 2 obtained inconsistent measurements and channel 1 was unable to obtain measurements. Internal inspection confirmed that the sensor connector had contamination damage. The module could not obtain consistent measurements on one channel and was unable to measure on the other channel due to the contamination damage on the sensor connector. The operator's manual for the o3 regional oximeter states: warning: to protect against injury, follow the directions below: avoid placing the device on surfaces with visible liquid spills. Do not soak or immerse the device in liquids. Caution: do not submerge the o3 module in any cleaning solution or attempt to sterilize by autoclave, irradiation, steam, gas, ethylene oxide or any other method. This will seriously damage the o3 module. To clean the o3 module: the outer surface of the instrument can be cleaned with a soft cloth dampened with a mild detergent and warm water solution. Do not allow liquids to enter the interior of the instrument. The outer surface of the instrument can also be wiped down using any of the following solvents: cidex plus (3.4% glutaraldehyde), 10% bleach solution, 70% isopropyl alcohol solution. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
The customer reported rso2 dropped out without an indication of error message and/or alarm during a liver transplant surgery. No consequences or impact to patient was reported.